Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use ab d angiocath¿ plus IV catheter was found with foreign matter as ¿foreign body in the catheter tube". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one (1) photo was returned for investigation. Clear fm was observed in the returned photo. 2 actual samples in opened packaging were returned for investigation. The actual samples were subjected to visual inspection. Clear, gel-like fm was observed on the catheter of the returned samples. The clear, gel-like fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the clear, gel-like fm matched the spectrum of silicone and the catheter lubricant used in the manufacturing facility. Clear droplet observed were actually silicone material, contained in the lubricant used during the catheter tubing lubrication process. Investigation conclusion: the clear droplets observed were actually silicone material, contained in the lubricant used during the catheter tubing lubrication process. The catheter lubrication process is part of the manufacturing process and thus silicone presence on the catheter tubing will be inherent.